Event description:
Dr choose neuroform 2 stent to utilize but stent size was on back order. A hyperglide 4x10 balloon system was prepped and tracked partially into basilar and into left p1 vessel to protect aneurysm neck while coiling. An neck was tilted towards the left side. He utilized echelon 14 45 degree micro catheter with transend 200 floppy wire into basilar ancuysm. Dr depoloyed four tension safe coils into aneurysm without incident; each coil deployed with balloon inflated using 1 cc syringe. He then chose another 2x1 t5 coil. The an was tightly packed and physician had difficulty placing coil, repositioning 2-3 times. Upon 3rd attempt, the catheter/coil kicked out of the an, pulling a piece of 4th coil into the parent vessel. He removed the catheter/coil and re-inflated balloon with icc syringe to push coil loop back in. Left p1 ruptured completely and huge contrast extravasation was evident. Heparin was reversed and a large quantity of protamine sulfate given, balloon left inflated to reduce extravaoation but pt deteriorated rapidly. Pt expired shortly after. Follow-up imaging by dr. And fellow showed p1 artery to measure 1.4mm at time and balloon was inflated to approximately 3mm with 1cc syringe.